Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device delivered eight shocks in approximately a 20 minute period for suspected supraventricular tachycardia (svt) in the ventricular fibrillation (vf) zone. It was reported that therapy was exhausted in one episode. The therapy delivery zones in the device were reprogrammed. To date, no adverse patient effects were reported as a result of this clinical observation.